Event description:
Additional information was received from a foreign healthcare provider via a company representative. The cause of the pump replacement in (B)(6) 2023 was just a normal battery replacement. Everything worked fine before the replacement. No issues were reported from the patient, and they didn't encounter any irregularities during refilling procedures. It was further indicated that there were no problems prior to the pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lionova (2 mg/ml, unknown dose) via implanted infusion pump. It was reported that before the new pump in (B)(6) 2023, the patient always had a dose around 518 g/d and about 8 ml's were aspirated when it was expected to aspirate 5,5-6 ml. No further information was reported.